Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may increase in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a lap assisted vaginal hysterectomy, after opening the new package, the tip of shear was found broken. There was no pt consequence.